Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00017. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 1 out of 11 reports that are being submitted as initial individual mdrs. Additional information: if implanted, give date: not applicable iol was not implanted. If explanted, give date: not applicable iol was not explanted. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during insertion. Furthermore, haptic damage (bent) was observed. The lens was cleaned, and scratches were also observed. Dc-haptic damaged was confirmed, however this can be attributed to handling during insertion and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Dc-device partially delivered could not be confirmed, because the lens was received without/outside a cartridge tip for evaluation, and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one additional complaint was received for this production order; however, the issue is not related to the codes in this investigation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 tecnis monofocal 3-piece intraocular lens (iol) was partially inserted and removed in the same procedure due to the lens having a bent haptic. The lens was replaced with another iol of the same model and diopter. There was no medical intervention required, and no further information was provided.